Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.

Event description:
Follow-up with the patient revealed that the patient now feels that the infusion device did not deliver enough insulin and that was what led to the elevated blood glucose levels. The infusion device has been replaced and requested to be returned for evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
On (B)(6) 2013, the patient reported she had elevated blood glucose levels on (B)(6) 2013 as high as 17-18 mmol/l (306-324 mg/dl). Her normal range is 4-7 mmol/l (71-126 mg/dl). Bolusing via the infusion device after meals was not bringing down her blood glucose level. The patient went to the emergency room on (B)(6) 2013 and was given and IV of saline and she left hours later with her blood glucose level still elevated. A few days later her blood glucose level was still elevated and she was given 5 units of insulin at the hospital which she injected herself. This brought her blood glucose level down to 10 mmol/l (180 mg/dl). She was removed from pump therapy at that time. When she left the hospital her blood glucose level was 6-7 mmol/l (108-126 mg/dl). Troubleshooting did not identify the cause of the elevated blood glucose levels or any issues with the infusion device. The patient made no allegation against the performance of the device. The patient had switched to her back-up device before being switched to injection therapy. However, she was only using the backup device for 8 hours. She stated that her doctor would like to adjust the settings on her infusion device before she returns to using it. The infusion device was not requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product requested to be returned.